Manufacturer narrative:
Section d4 serial number was corrected.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 51 year old male for postcardiotomy cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. On day 1 of support, while in the intensive care unit, there was a reported motor current spike. The impella stopped but immediately restarted. Flows were maintained and the patient remained hemodynamically stable. On day 3 of support, there was a change in the patient's urine color. Echocardiogram showed the cp was deep and the device was repositioned under echo guidance. The urine color improved in color the following day. On day 8 of support, the device was explanted. Hemolysis is a known risk associated with impella cp as described in the instructions for use.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Section d4 primary UDI number has been updated. Hemolysis/mechanical interaction with blood: based on log analysis, biomaterial could potentially cause hemolysis however biomaterial ingestion event was noticed 2 days prior to reported event and it was found the deep position issues was causing hemolysis and urine cleared after repositioning. The cause of hemolysis is use related based on clinical/log review. Device in wrong position: the cause of device in wrong position is likely use related per clinical review. Temporary pump stop: the cause of temporary pump stop was likely due to biomaterial based on log analysis.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Corrected information was provided in d3 and g1 (manufacturer fax). Upon review, it was identified that these were inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Based on log analysis, biomaterial could potentially cause hemolysis however biomaterial ingestion event was noticed 2 days prior to reported event and it was found the deep position issues was causing hemolysis and urine cleared after repositioning. The cause of hemolysis is use related based on clinical/log review. The cause of device in wrong position is likely use related per clinical review. The cause of temporary pump stop was likely due to biomaterial based on log analysis.